Event description:
Hcp reported that pt walked through the theft detector at a university library and received a shock that knocked him to the floor. Pt's implanted device was set at "0" by the shock. The pt sustained no known injury as a result of the shock. The hcp reprogrammed the device and it is functioning properly. The library has been investigating this event and hcp personnel stated that the security was reportedly "set too high".